Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the close door alarm. The reported symptom was observed during power up and caused by an upper hook switch being out of adjustment. The upper auxiliary assembly, which contains the hook switch bracket, was reworked.

Event description:
It was reported that a spectrum infusion pump constantly alarmed "close door." There was no pt involvement.